Event description:
This report is based on information provided by a philips field service engineer fse, bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating calibration of the display was off or inaccurate. There was no impact or health consequence reported.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device screen calibration is off and continues to lose calibration. The customer has recalibrated multiple times but does not last very long. Device was not in clinical use when the issues was observed.